Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-23, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving infumorph 25mg/ml at 32.017 mg/day via an implantable pump for spinal pain. The patient's medical history included reflex sympathetic dystrophy of the lower extremities, failed lumbar back syndrome, drug allergies to ibuprofen and cephalexin, and smokes 1.5 packs/day for 30+ years. The patient's concomitant medications included percocet, soma, xanax and ambien. On (B)(6) 2016, the expected reservoir volume (erv) was 4.2cc and the actual reservoir volume (arv) was 7cc. The patient experienced inadequate pain relief. On (B)(6) 2016, the patient felt as though the pump was not working, though they did feel the boluses. On (B)(6) 2016, side port check showed okay flow. The physician was able to successfully aspirate the catheter to confirm it was functioning properly. The erv was 10.5cc and the arv was 13cc. On (B)(6) 2016, the patient was getting no relief for boluses; it "feels like withdrawal." On (B)(6) 2016, the dose was decreased by 50% and the patient was given oral morphine 30mg to take 3-4 times per day. On (B)(6) 2016, the physician elected to replace the pump and catheter. As of (B)(6) 2016, the issue was resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.